Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-03764. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction (mi). The patient presented due to mi and cardiac arrest. The 95% stenosed and 36mm long target lesion "with possible thrombus," was located in the mid right coronary artery with a reference vessel diameter of 2.9mm. The target lesion was treated with pre-dilation and overlapping placement of a 3.0x24mm taxus element stent and a 3.0x16mm taxus element stent, resulting in 0% residual stenosis. The patient was discharged four days later on aspirin and clopidogrel. (B)(6) 2011, the patient presented with chest pain, chest discomfort, palpitations, cardiac arrhythmia, diaphoresis, nausea, presyncopal episodes, dyspnea and vomiting. The physician observed elevated troponin t levels and the patient was diagnosed with an mi. The patient was monitored and treated for symptoms, but no action was taken to treat the mi. An ECG was not performed. There was no reported of stent thrombosis or abrupt closure and the patient did no experience ischemic symptoms. The location of the mi is unknown. The patient was discharged six days later.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).